Event description:
As reported by the equinoxe shoulder study, the 58 year old male patient had an initial right tsa on (B)(6) 2022 and presented with instability/subluxation, 0 year(s) and 3 month(s) post initial procedure on (B)(6) 2023. X-ray of shoulder reveals anterior subluxation of atsa. The case report form indicates that this event is unlikely related to the device and/or to the procedure. The report also indicates that the action taken on 21-dec-2023 was revision. The outcome is reported as resolved. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 314-13-02 - equinoxe cage glenoid small, alpha: 5133985 300-10-15 - equinoxe replicator plate 1.5mm o/s: 6552101 300-10-45 - equinoxe replicator plate 4.5mm o/s: a139648 300-20-02 - equinox square torque define screw drive kit: 7274080 300-20-02 - equinox square torque define screw drive kit: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm:(B)(6).

Manufacturer narrative:
The reason for the reported revision due to subluxation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, component, and investigation clinical codes.